Event description:
(B)(4) ob/gyn botched per-hysterectomy uterine biopsy in (B)(6) 2012, which resulted in misidentification of uterine cancer; hysterectomy planned due to swelling and bad bleeding. Ob/gyn surgeon insisted on doing laparoscopic hysterectomy in spite of request to consider traditional method and history of uterine cancer in mother. During surgery surgeon saw "concerning" tissue but proceeded with laparoscopic surgery anyway. As a result, surgeon spread cancer through abdomen.